Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The failure was related to the display flex. The device was scrapped due to the extent of the repairs needed and there was evidence of fluid ingress resulting in corrosion on the radiofrequency transceiver and the lower case half. It was also noted that the display hinges were out of specification, the keyboard hinges were broken, the media bay door was broken and there were software errors.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required servicing. The customer had tried two new stylus pens and neither worked to specifications. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.